Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd phaseal¿ optima injectors n35-o had leakage from injector and mating component. The following information was provided by the initial reporter: the user facility reported having issues mainly with the 5fu pumps and the n-35 & n-40 pieces resulted in three spills over the last two days requiring pharmacy attention to clean up.

Event description:
It was reported that 3 bd phaseal¿ optima injectors n35-o had leakage from injector and mating component. The following information was provided by the initial reporter : the user facility reported having issues mainly with the 5fu pumps and the n-35 & n-40 pieces resulted in three spills over the last two days requiring pharmacy attention to clean up.

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. One photo was received which shows the optima connector connected to an injector. There is no visible damage or defect that can be identified within the photo. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.